Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04682. It was reported that burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that wire was kinked when it was used with the rotalink plus and the device was stuck with the burr. The burr became unusable. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device revealed the body was kinked. Dimensional inspection was done and the overall length was within specification. The outer diameters of the distal tip, middle section, and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04682. It was reported that burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that wire was kinked when it was used with the rotalink plus and the device was stuck with the burr. The burr became unusable. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.